Manufacturer narrative:
The reaction monitor of the initial result showed great variation. The alarm trace showed "sample short" alarms for dbil and tbil. The screen copy of the results showed "sampc" and "<test" for dbil and tbil. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable bilt3 bilirubin total gen.3 results from one patient sample tested on the cobas 8000 cobas c 502 module. The initial result of the undiluted sample was an invalid result. The first repeat result of the autodiluted sample was 0.55 mg/dl. The second repeat result of the undiluted sample was an invalid result. The third repeat result of the autodiluted sample was 1.56 mg/dl. The fourth repeat result of the undiluted sample was an invalid result. The result of a new patient sample was 12.17 mg/dl. The fifth repeat result of the autodiluted sample was 1.67 mg/dl. This result was reported outside of the laboratory. The physician questioned the result based on another sample result. A new patient sample was drawn. The result of another new patient sample was 13 mg/dl. The reagent lot number is 668429. The expiration date was requested but not provided.

Manufacturer narrative:
The field service engineer inspected the module and found that the wash volume to the rinse mechanism was low. He then adjusted the wash level to the rinse mechanism. He also replaced a sample probe and adjusted it to a micro cup over the sampling position. He bleached the sample, reagent 1, and reagent 2 flow paths. He performed a precision study with successful results. The customer performed qc with successful results. The investigation is ongoing.